Manufacturer narrative:
D10 concomitant product: scg7aa, sonicision 7 generator a scg7aa (serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the dissector had activated by itself on the mayo table and could not be stopped even with multiple pressing and de-pressing the energy button. Battery had to be removed and dissector was changed. Patient was not affected as the device was not being used in patient at the time. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name and street 1), d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found a piece of particulate wedged in between the activation button and the handle body of the device. Functional testing found the torque adaptor had damage. Debris from the torque adaptor were in the handle body. A larger piece of debris was returned with the device. This piece may have wedged under the activation button and interfered with its proper function. Further examination of the torque adaptor and interfacing components, the damage appears to be from heat, likely friction. It was reported that the device self-activated. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.